Manufacturer narrative:
The device was returned to the manufacturer and it was found the trigger was sticking due to a cracked trigger housing. The evaluation of the device is ongoing. This report will be updated when the evaluation is complete.

Event description:
It was reported that the trigger on the device was sticking during a procedure. There were no adverse consequences related to this event. The procedure completed successfully.